Event description:
A malfunction was reported by the customer, indicated by a displayed fault code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer acknowledged the instructions and was advised to call back if the issue reappeared.